Manufacturer narrative:
This is the same event as 3010536692-2016-00158, 3010536692-2016-00157,3010536692-2016-00160, 3010536692-2016-00161. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient complained of ipsilateral leg length discrepancy and same sided back and hip pain.